Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was hospitalized for several days and confined to bed. During that time, the hospital provided them with a purewick external catheter while patient initially appreciated the convenience it seemed to offer, but began noticing a troubling change: a constant, urgent need to urinate something they had not experienced prior to my hospitalization. Upon discharge, the situation worsened considerably and was unable to control the urge to urinate and began experiencing frequent accidents. The urgency was so severe and unpredictable that patient had to wear double protective undergarments and, for a time, could not leave home. Eventually, patient was diagnosed with a urinary tract infection, which my medical team believes may have been caused by the use of the purewick product. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The baw is attached on the investigation overview element. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: a, d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was hospitalized for several days and confined to bed. During that time, the hospital provided them with a purewick external catheter while patient initially appreciated the convenience it seemed to offer, but began noticing a troubling change: a constant, urgent need to urinateâ¿¿something they had not experienced prior to my hospitalization. Upon discharge, the situation worsened considerably and was unable to control the urge to urinate and began experiencing frequent accidents. The urgency was so severe and unpredictable that patient had to wear double protective undergarments and, for a time, could not leave home. Eventually, patient was diagnosed with a urinary tract infection, which my medical team believes may have been caused by the use of the purewick product. It was unknown what medical intervention was provided for urinary tract infection.